Event description:
Customer reports receiving erratic readings, while at her dr's office. In blood glucose tests, customer rec'd a result of 44 mg/dl on their precision xtra and a lab result of 300 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer reports periodically receiving inaccurate readings and feeling symptoms of hypoglycemia, and customer has to drink soda and eat food to stabilize glucose levels. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.